Event description:
This lead was implanted on (B)(6) 2013 and was repositioned on the same date due to diaphragmatic stimulation. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).